Event description:
It was reported that on (B)(6) 2011 five pillars were initially inserted. The patient suffered a partial extrusion with two of the pillars and had these two pillars removed in (B)(6) 2012. The two pillars were reinserted into the patient on (B)(6) 2012. There was no report of patient impact.

Manufacturer narrative:
Blank spaces on this report are the results of the complainant or the user facility not providing further information. This product is used for therapeutic purposes. Explant date: (B)(6) 2012. (B)(4). Product was not returned to manufacturing for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.